Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient was seen at their healthcare provider's office and they reconnected the ins. The connection/migration issue had not been resolved- they kept losing connection to the battery because they lost a couple pounds. They thought the ins was a waste of money and wished they never had it implanted. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain and headaches. It was reported that the patient's therapy never really helped them since implant. The ins would move around and they wouldn't be able to connect the programmer to the ins because they lost a few pounds. Their healthcare provider told them this could happen if they gained or lost weight. They were never able to get their programmer to reconnect with the ins and the patient quit using the ins and hadn't used their therapy in years. No further complications reported.